Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged. The leads were revised and repositioned remaining in use. No patient complications have been reported as a result of this event.